Event description:
It was reported that the pt experienced a return of symptoms (motor and vocal tics). X-rays showed that the conductors of the right lead could be broken. Impedance tests reported impedances >4000 on the second channel even at 6 v of amplitude. The programming parameters are 0-case+ and 4-case+ at 2.8 v, 120 microsec, 130 hz. A revision surgery was going to be performed, but the date was not yet scheduled.

Manufacturer narrative:
(B)(4).